Event description:
It was reported that the customer fell and landed on the pump. Reportedly, the touchscreen became damaged and displays multicolored lines, and is unresponsive. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant info be received a supplemental form will be completed.